Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst). The fst resolved the failed 9v (volt) battery test by replacing the 9v battery. To resolve the failed independent conductivity check, the fst replaced the following: the sensor cable, distribution board, post conductivity cell, post temperature sensor, the bicarbonate pump, the concentrate pump, and the bibag hydraulic assembly. The machine was tested and passed functional checks. The fresenius fst confirmed the presence of heat related damage marks on the wiring harnesses of the bicarbonate and concentrate pumps, and these parts were replaced during the repair. The bicarbonate and concentrate pumps come with new wiring harnesses, tied together by a cable. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. The fresenius fst confirmed the wiring harnesses exhibited burn marks due to contact with an internal component giving off excessive heat. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine failed an independent conductivity check and a 9v (volt) battery test. The biomed requested a fresenius field service technician (fst) perform an on site investigation of the machine. The fst replaced the 9v battery to resolve the 9v battery issue. The fst addressed the conductivity issues by replacing the following components: the sensor cable, distribution board, post conductivity cell, post temperature sensor, the bicarbonate pump, the concentrate pump, and the bibag hydraulic assembly. The machine passed all testing and functional checks multiple times without issue. While inspecting the machine, the fst observed unusual heat damage markings on both the bicarbonate and concentrate wiring harnesses. The harnesses were loose and sitting against something in the machine that was hot, causing them to turn dark in a few places. The machine was reportedly plugged into an appropriate outlet. It was reported that the harnesses are normally tied together by a cable, and in this case they were not. The harnesses displayed evidence of multiple burn marks where they were contacting the hot internal component. The fst replaced the bicarbonate and concentrate pumps which come with new wiring harnesses. It was confirmed there was no burning smell, smoke, sparks, or evidence of melting or charring. No other parts were damaged. Upon follow up with the biomed, it was confirmed the machine was returned to service and has not experienced any further issues. There was no patient involvement associated with the reported event.